Event description:
Summary of complaint: per (B)(4) submitted on 05/05/2025, ¿patient returned the lantus pen and upon pharmacy testing the pens in the box, it was confirmed that the pens did not depress after dialing to the prescribed dose¿.